Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 2 of 3). It was reported during surgery the surgeon broke two driver tips while inserting a screw. A purple handle cannulated driver was used to complete the surgery after a 5-7-minute delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00631 - 3025141-2024-00633.